Manufacturer narrative:
Evaluation summary: one delivery system and one capsule were returned to medtronic for evaluation. The device was visually investigated for external damage. The trocar needle was advanced. There were no signs of blood or tissue on the product. The delivery system, the wire guide, was bent, but the plunger was not broken. The emergency release mechanism was not activated. The capsule electrodes were visually acceptable. The delivery system did not have any other visible damage. As the product was received, except for the bent wire guide, the device functioned according to specification. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach and fell into the patient's mouth when the delivery system was removed. There was no harm to the patient and no intervention was required. There was nothing unusual about the patient or the procedure which may have lead to this event, and an endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. Lubricant was used to facilitate placement of the capsule and the account confirmed that no lubricant got into the capsule chamber. A repeat bravo procedure was performed. No other known adverse events were reported.